Event description:
Treatment of an av (arteriovenous) fistula. During onyx injection in an off label treatment case, it was reported that the echelon catheter became occluded and ruptured with onyx leaking out. The onyx injection waiting time was approximately 90 seconds and some resistance was experienced during onyx injection. No injury was reported with the patient as the onyx leaked in the area that was suitable for treatment. Same event as MDR# 2029214-2013-00327.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event.the other device involved in the event is as follows:model: 105-7100-080 / lot: not reported / dom: n/a / exp: n/a.(B)(4).